Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4). Replacement of driver board and control board resolved the issue.

Event description:
The following was reported to hamilton medical ag: "device came in with tes 231022 and 231036 and tfs 444004, 431002 & 285002. It was also failing the self test. The control board and driver board were replaced. All codes cleared and all tests passed. Device has gone back into service." No patient involvement. The case has not been reviewed yet by hamilton medical ag, therefore the failure description could not be confirmed yet. So far no relation to the device has been established.

Manufacturer narrative:
Investigation outcome: the device alarmed for 'tf341009 pventpressuresensordefect' followed by various other technical events and failed the self test at start-up. The failure occurred multiple times on (B)(6) 2025. Later, in service software the device failed 'binary valve test' and 'autozero vent test'. It also alarmed for 'tf444004 voltage out of range' in service software multiple times. No patient involvement. The self-test functioned correctly, however, the test was not passed. The self-test is performed during the ventilator's startup process, prior to patient connection. This test ensures that the ventilator's components, including alarms, sensors, and circuits, are functioning correctly. It is a standard safety feature to ensure that the ventilator is functioning correctly before it's used on a patient. A failed self-test does not indicate a malfunction but rather was designed to prevent it. It serves as a security check to ensure all systems are functioning properly. If self-test is failed, it does not imply immediate danger, but rather alert an issue that needs to be addressed to prevent future problems. In conclusion, a failed self-test is not an immediate or critical failure, but part of the pre-emptive safety and maintenance measure. As soon as the underlying issue is addressed properly, the ventilator can be safely used on patients. Local service engineer identified driver board and control board as defective components. Replacement of these parts resolved the issue. This case is considered as closed.